Event description:
Customer reported leaking of 2 vials after inoculation of specimen. Customer reported that both specimens were negative for mycobacteria. No death or serious injury has occurred as a result of this event.